Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/05/2020. A manufacturing record evaluation was performed for the finished device batch plh683, and no non-conformances were identified additional h3 investigation summary: one empty labeled winding former, two needles and one suture piece of product code 8556, lot plh683 were returned for analysis. This product code is double armed. During the visual inspection of the needles, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted only in one needle. The suture piece was examined, and the end is severely cut, resulting in a clip off defect. In addition, the other extreme was cut appears to be by use of surgical instrument. The clip off defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinoscrotal revision procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle separated from the suture while sewing the inguinal tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.